Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analysis was unable to confirm the customer comment that the screen was cracked. Analysis did find that the keyboard was scratched, the battery drawer and side bail covers were broken and the battery contacts were compressed. (B)(4).

Event description:
It was reported the screen on the external pulse generator (epg) was cracked. The epg was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the screen on the external pulse generator (epg) was cracked. The epg was returned for repair. No patient complications were reported as a result of this event.